Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the device after the expiration date, not prepping the skin with antiseptic solution, and the patient not attending the post-op visit have been ruled out as potential causes. Additionally, the site was irrigated with antibiotic solution before closure. The patient has achondroplasia. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging.  The stimulator is used to treat pain. The cause of the reported issue is unknown. The investigation findings do not lead to a clear conclusion about the cause of the reported issue. Therefore, conclusion has been selected as unable to determine root cause. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, CAPA is not required. Surgical issue rates will continue to be tracked and trended.

Event description:
The patient reported the pocket incision looked like it could be open under the dermabond. The patient was instructed to schedule a follow-up appointment with their clinician. However, the follow-up appointment was canceled as a picture of the incision was sent to the physician and he said it was looking better and healing. The patient is currently doing well with no signs of erosion, the incision is still healing but looking better every week, and the physician is monitoring the incision weekly via pictures.